Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Reportedly, the customer was able to prime the air out. The customer stated that their blood glucose level rose; however, the exact value could not be recalled by the customer.